Event description:
A male was admitted to the hospital in 2007 for a colostomy take-down and repair of ventral incisional hernia. An alloderm mesh was also placed. Subsequently, pt received cefepime for apparent inflammation and infection in the abdomen and pt received tpn therapy. About 12 days later, pt developed a fever and blood cultures revealed pt was septic b. Fragilis, staph coag. An infectious disease consult was initiated and intensive antibiotic therapy was started. Pt developed recurrent small bowel obstruction so surgical unisegmental resection of the small bowel and reanastomosis occurred about three weeks later. Initially, pt had a peripheral heplock IV line but a groshong PICC was inserted one day prior to the development of fever, and 2 days to the surgery, a triple lumen catheter was placed. Hospital standard protocol for flushes was followed for all IV lines. Pt's wbc count increased to 24.7 two days post-procedure, and blood cultures were drawn on the next day, which returned positive for serratia marcescens. Imipenem and amikacin therapy was initiated. Repeat blood cultures were drawn on the next day and following day which also were positive for s. Marcescens as well as candida. Caspofungin was initiated. The pt determined that he did not want any further procedures or any attempts to prolong his life; therefore, he requested comfort measures only and pt was discharged into hospice care one week later. Dose or amount: 5ml and 10ml, frequency: ud prn, route: IV; dates of use: 2007 - 2008; diagnosis or reason for use: patency of IV line.